Event description:
As reported by the user facility: reports plug smoking when plugged in to wall; unplugged, no injury. (B)(4).

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet and the investigation is on going at this time. A f/u report will be provided when the eval results become available.